Manufacturer narrative:
The field service engineer replaced the reagent probes. He successfully performed adjustments and checked the external wash levels. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable creatinine result for one patient tested on a cobas 8000 c 702 module. The patient's initial creatinine result was reported outside the laboratory. The medical personnel questioned the reported result and stated it did not fit the patient's clinical picture. The patient had a new sample collected and tested, and the customer performed repeat testing with the initial sample. The creatinine unit of measurement was requested but not provided. The patient's initial creatinine result was 316. The patient's creatinine result with a new sample was 69. The patient's repeat creatinine result with the initial sample was 75. The creatinine assay, reagent lot number, and expiration date were requested but not provided.